Manufacturer narrative:
(B)(4). The customer report of bypass tube resistance could not be confirmed through investigation of the returned device. The customer returned one 18fr manta device, one dilator, and one depth locator for evaluation. The manta sheath assembly was not returned. Visual analysis revealed that the manta device lever was not actuated. A minor kink was noted on the body of the depth locator. A minor deformation was noted at the tip of the manta lumen. No other defects or anomalies were observed. Additional information indicated that the case was a closure of femoral access after a transcatheter aortic valve implantation (tavi) procedure. It was reported that the cardiologist could not pass the manta device via the manta sheath. Another manta device was exchanged and used to finish the procedure without complication. A CAPA was previously implemented for bypass tube resistance that was attributed to a supplier manufacturing deficiency. The root cause was identified as a lack of process control, leading to a shift in button valve performance. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Without the sheath returned, it cannot be confirmed if the failure mode of this complaint is the same or relevant to this CAPA. The damage seen on the returned device is consistent with use damage caused by advancing the device against bypass tube resistance. Without the sheath returned, the root cause of the valve resistance cannot be determined. Based on the customer report and sample returned, the most likely root cause is undetermined. Teleflex will continue to monitor and trend for events of this nature

Event description:
It was reported that: "closure of femoral access after tavi procedure, certified interventional cardiologist could not pass manta device (haemostatic valve) via manta sheath. Was not possible to finish p rocedure with this product - not able insert manta. They exchange to another complete manta device, also manta sheath- closure without complication with the second manta."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "closure of femoral access after tavi procedure, certified interventional cardiologist could not pass manta device (haemostatic valve) via manta sheath. Was not possible to finish p rocedure with this product - not able insert manta. They exchange to another complete manta device, also manta sheath- closure without complication with the second manta."